Manufacturer narrative:
Evaluation of the returned drill shows the drill head has been broken off at the shaft. No material voids observed at the break area. All dimensions that could be verified meet print specifications. The shaft is bent in several places along its length. This condition is consistent with excessive torque being placed on the drill during use. This condition will also cause run out while drilling. Run out cause excess vibration when drilling and effects the circumference (roundness) of the drilled hole. This condition can also lead to breakage of the drill as excessive force is needed to over-come the run out. (B)(4)

Event description:
Drill tip broke off inside patient's hip. Took x-rays and could see it deep in bone. Surgeon decided it would be best not to attempt to remove the broken piece of drill; he proceeded to implant the osteoraptor anchor into the prepared site over the remaining broken drill. Not sure how many times this drill bit was used.